Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm and batteries draining simultaneously (power switching). The battery, (B)(4), was not returned for evaluation. A review of the battery's manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed one (1) critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge to 5% relative state of charge. Typical communication errors will drop the relative state of charge to 0% relative state of charge. Additionally, log file analysis revealed several premature power switching events, confirming the reported event. None of the observed power switching events were triggered by (B)(4). Based on the available information the most likely root cause of the critical battery alarm can be attributed, but not limited to, a battery malfunction. However, failure analysis was not performed as the device was not returned. The most likely root cause of the reported power switching can be attributed to a communication error between the controller and batteries. An internal investigation investigated communication error. Of note, the controller, (B)(4), in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm and power switching. The controller ports and power sources were inspected and no damages or issues were observed. The battery did not have less than 10 percent of charge during the alarm and no additional abnormal battery behavior was seen in the log files. The battery was replaced. No patient complications have been reported as a result of this event.